Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a missed meal bolus reminder; however, the customer alleged that a bolus for 35 grams of carbohydrates for a meal consumed in the morning had been delivered. The customer's blood glucose (bg) level was 187 mg/dl. The customer reported that the last bolus had been delivered at 9:33 am for a bolus of 2.61 units. Review of the pump bolus history with tandem technical support showed that at 9:31 am, a bg value of 187 (mg/dl) had been input and the customer received a bolus request of 2.61 units as a result. Additionally, the customer confirmed that other than the 2.61 unit correction bolus, the customer did not deliver a bolus for breakfast this morning. The customer reported having alzheimer's and was sometimes forgetful, and understood that he forgot to deliver a bolus. It was confirmed that the customer would continue to monitor bg level and bolus accordingly.